Event description:
Customer reported that their insulin pump started having keypad issues. The customers blood glucose level was at 157 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked display window at bottom right side corner, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.